Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp who reported the provider could not safely place 2nd lead. Hcp clarified that the patient possibly mean "doesn't have the vibration/ not been as effective" due to only having one lead. Hcp was unsure what status of device was currently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Caller reported that he has 3 discs that are shot. Caller states when the ins was implanted they could only get one lead in. It has not been as effective as if it has two leads in. Caller states he is having a neuro stimulator put in that doesn't have the vibration. Caller states his ins is being removed on (B)(6) 2019. No further complications were reported/anticipated.